Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 5.0-5.1cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location.

Event description:
This report is to advise of an event observed during analysis.